Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 266 mg/dl. The customer stated the pump was exposed to moisture. The customer stated that they cured their high blood glucose with an insulin pen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
No blank display or prime alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump had minor scratches on display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on connector isolation tape on lcd board.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.